Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed a message that said, ¿erroneous parameter values were detected¿. Programming changes were performed. There were no patient consequences.